Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level was reported as "high," exceeding 500 mg/dl, though the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections, and no third-party assistance was required. Technical support guided the customer through troubleshooting, including reloading the cartridge. An alarm occurred during this process, but ultimately the customer was able to continue insulin treatment with a new cartridge. Technical support advised the customer to call if the issues reoccur, and the caller acknowledged this advice.